Event description:
It was reported that a patient underwent an abdominal wall synthesis on an unknown date and suture was used. After two days, the patient underwent reoperation for an evisceration caused by the thread rupture. During the reoperation, the abdominal wall was re-sutured with a different device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.